Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of speaker audio fail error and there was no sound at all. The device was not used on a patient.